Event description:
The customer reported the device failed to power off in the off position.

Manufacturer narrative:
The customer reported the device failed to power off in the off position. The customer localized the issue to the energy select switch assembly.